Event description:
It was reported that that patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt) and atrial undersensing during atrial arrhythmias. This device remains in service. No adverse patient effects were reported.